Event description:
It was reported by the sterility processing department that the tip of the device was found broken off. The spd manager said they are not sure how the tip of the instrument broke off. The device breaking during a procedure can cause an infection risk. There was no known patient impact or delay to a procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the sterility processing department that the tip of the device was found broken off. The spd manager said they are not sure how the tip of the instrument broke off. The device breaking during a procedure can cause an infection risk. There was no known patient impact or delay to a procedure.